Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), it was visually confirmed and via chest x-ray the device had migrated down. The crt-d device was originally placed more lateral than a traditional location. Additionally, it was reported that the crt-d device at times would slip into the patient's armpit, the device had mobility and the patient did have some discomfort. The physician moved the crt-d device more medial and sutured the device to the muscle, which was challenging to find some real estate since the patient was very thin. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 (fdc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.